Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was replaced during the service call.

Event description:
The customer reported that the 7900 system had a generator fault error message. No patient injury was reported.